Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report the patient is receiving constant adjust/check belt messages. The patient was provided with a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon evaluation the trunk cable connector was damaged and pins were bent. The cause for the damaged connector and bent pins cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged connector and bent pins. The patient received a replacement electrode belt. Device evaluation of monitor (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon evaluation u700 was found to be defective. (B)(4). The defective u700 prevented the monitor from performing a baseline sequence and likely contributed to the adjust/check belt messages. The cause for the defective u700 cannot be positively determined but was likely random component failure. No adverse event resulted from the defective component. The patient received a replacement monitor. Device manufacture date: electrode belt (B)(4): 01/2009. Monitor (B)(4): 01/2009.